Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and was unable to complete functional testing. The cause for the failure was a defective y402 component on the ca board. The root cause for the defective y402 was unable to be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).